Manufacturer narrative:
On 09jun2025, an authorized service provider (asp) evaluated the device at a repair center. The asp was unable to reproduce the alleged backup alarm failed alarm, but did check the device's diagnostic report (drpt) and found an occurrence of the backup alarm failed alarm diagnostic code. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) as a preventative measure. Following the replacement of the cpu pcba, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone#: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a "backup alarm failed" alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. No medical intervention was required as a result of the alarm. No patient information was disclosed by the customer. The customer stated that when the device alarmed, it continued to run. The device was then collected for evaluation at a service center and possible repair. In a good faith effort (gfe) response received from the key market operational planner it was stated that the authorized service provider had checked the device's diagnostic report (drpt) and confirmed the backup alarm failed alarm had been logged. The investigation is ongoing.